Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19-jun-2023, it was reported that the patient's infusion set's tubing came apart while sitting. The site location was left side of patient's upper abdomen. Moreover, the infusion had been used for one day. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.